Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had really high threshold measurements and lots of extra stimulation. It was noted that the patient experienced diaphragmatic stimulation caused by the lv lead. There was no configuration that was able to capture without stimulation. The physician decided to downgrade the patient to a single implantable cardioverter defibrillator (ICD). The lead was capped and not replaced. No patient complications have been reported as a result of this event.